Manufacturer narrative:
The analysis report found out that they were unable to confirm the customer's fault. They were unable to perform the temperature test due to motor was completely dead. The handpiece was cosmetically okay. The connector has dent. Hi-pot test failed. Motor cable assembly found faulty and needed to be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a handpiece was heating prior to use. There was no patient involvement.